Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged the head of the bed is running down all the time. He has replaced the limit switch and isolated the CPR switch but the issue remains.